Manufacturer narrative:
Kinked cannula. The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 408 mg/dl, carbohydrate intake and insulin history is as follows: (B)(6). The pod was deactivated and he noticed the cannula looked kinked when removed.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process.